Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 16-may-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 for permanent birth control. Plaintiff underwent a confirmatory test which showed the product was properly situated and both of her fallopian tubes were blocked. Subsequent to the essure, the plaintiff began to experience heavy abnormal bleeding, pelvic cramping, excruciating and persistent pelvic pain, abdominal pain, suprapubic pain, dyspareunia, and other symptoms. These problems became so severe that plaintiff was forced to seek medical care, including emergency care, for treatment of her painful symptoms. Plaintiff was ultimately determined to be suffering from a migration and/or perforation of her essure device which forced her to undergo a complicated surgical removal, including hysterectomy, in or around (B)(6) 2010. Follow-up received on 08-jun-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a migration and/or perforation of her essure device and heavy abnormal bleeding (interpreted as genital bleeding). Essure was removed via hysterectomy approximately one and a half year after its insertion. These events are serious due to medical significance and listed in the reference safety information for essure. After essure insertion genital bleeding may occur. Given the nature of the event heavy abnormal bleeding, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case it was mentioned that migration and/or perforation of her essure device occurred. No further details on the exact date and mechanism of this event were provided. Despite the limited information, given the nature of this event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and/or perforation of her essure device"), device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: nuvaring in 2009 and depo provera in 2002. Concurrent conditions included gallstones, epigastric pain, vomiting, gerd and endometritis. Concomitant products included ibuprofen for pain as well as aripiprazole (abilify), clonazepam, hiatal herna, omeprazole, paracetamol (tylenol) and lamietal. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic cramping, excruciating and persistent pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("menorrhagia") and hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), suprapubic pain ("suprapubic pain"), dyspareunia ("dyspareunia"), vulvovaginal pain ("vaginal pain"), depression ("severe depression") and mood swings ("severe mood swings"). The patient was treated with surgery (medical device removal/laparoscopic removal of the right micro-insert). Essure was removed in 2011. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, pelvic pain, abdominal pain, suprapubic pain, dyspareunia, vaginal haemorrhage, menorrhagia, hormone level abnormal, vulvovaginal pain, depression and mood swings outcome was unknown. The reporter considered abdominal pain, depression, device expulsion, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, mood swings, pelvic pain, suprapubic pain, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 2-aug-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: depression, mood swings. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and/or perforation of her essure device"), device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: nuvaring in 2009 and depo provera in 2002. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic cramping, excruciating and persistent pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("menorrhagia") and hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), suprapubic pain ("suprapubic pain"), dyspareunia ("dyspareunia") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (medical device removal). Essure was removed in 2011. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, pelvic pain, abdominal pain, suprapubic pain, dyspareunia, vaginal haemorrhage, menorrhagia, hormone level abnormal and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, device expulsion, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, suprapubic pain, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion . Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: reporter, historical drug, patient demographic, events (abnormal bleeding (vaginal, menorrhagia), hormonal changes, migration of essure device location of device: uterus, vagina pain) were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.